Event description:
While cleaning injection cap to obtain blood cultures, the PICC line separated at the tip of the purple sleeve and beginning of catheter. The PICC line was immediately removed without further incident.